Event description:
It was reported that during a cardiac ablation procedure, the guidewire was unable to be moved due to a physical obstruction caused by a foreign object. It was further noted that something was lodged in the tip of the loop catheter causing increased friction. The loop catheter was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012751369 was returned and analyzed. The catheter arrived with a non-medtronic guidewire threaded inside; a piece of foreign material was observed adhered to the guidewire. The guidewire, along with the foreign material, was successfully extracted from the catheter, enabling the catheter to proceed with further analysis. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed and the catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. A lab test guidewire was inserted into the catheter and retracted several times without any issues; no anomalies were identified concerning compatibility. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. In conclusion, the reported foreign material was not confirmed during testing. The catheter passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.